Manufacturer narrative:
(B)(4) the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution administration set's reservoir was pushed into the tube. This occurred while lactated ringer's solution was being infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the luer had a collapsed septum. The collapsed septum was the result of the use of the bd re blunt fill needle to inject the medication into the port. User instructions are found on the devices label which is provided to the user with each device. The devices label instructs the user to "not penetrate i.v. Injection sites with the red hub syringe filling device..." The cause of the collapsed septum was use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device¿s swage height was measured and found to be out of tolerance. The interlink continu-flo's labeling instructs the user to access the interlink injection site with an interlink cannula. The cause of the collapsed septum could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer provided additional information. A non-baxter blunt fill needle was used to draw medication and then inject the medication into the port. After repeated access into the port the y-site has the potential to become compromised. Should additional relevant information become available, a supplemental report will be submitted.